Manufacturer narrative:
The screw that secured the door spring had damaged threads. A new screw was installed and door compression adjustment was made to door holder. Proper operation of the device was verified, no leaks.

Event description:
On (B)(6) 2017 - an spd technician noticed that water was leaking from the door of the washer. When he went over to the machine to investigate he slipped on the water and strained an arm and a leg, he was examined by a physician and other than noted injuries was ok. He returned to work the next day. On 10/31/2017 - a follow-up check on the health of the injured technician was done. He is reported to be fine.